Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An external abrasion which breached the outer insulation was noted at 4.1 cm to 4.6 cm from the proximal end. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.